Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead implanted, (B)(6) 2010; 5076-52 lead implanted, (B)(6) 2003. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to short battery longevity. A high threshold measurement had also been observed on the right atrial (ra) lead but the lead remains active. No patient complications have been reported as a result of this event.